Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab pump shutdown without an alarm. The pump was replaced and attempts were made to restart the therapy, but it was not able to be restarted. There was no reported malfunction of the iab. This report is for the iab used in this case. It was reported on (B)(6) 2017 that the patient expired. The facility does not attribute the death to the device.